Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The investigation can draw no conclusions with the information provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In addition to what was previously reported patient alleges worsening inflammation, limited mobility, elevated blood metal levels, pain and was completely unable to stand up straight or sleep. After the revision surgery the patient suffered recurrent dislocation. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. MRI finding shows pseudotumor and fluid collection with elevated metal ion levels. Revision note stated, there was significant pseudotumor encountered and corrosion was noted just distal to the morse taper. There were no purulence or evidence of infection and there was no necrotic tissue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Update aug 25, 2017: litigation received. In addition to what was previously reported, litigation alleges discomfort, soreness, limited ability to perform daily activities, friction and wear causing toxic metal ions. Added stem due to the alleged toxic metal ions. Added complainant information. This complaint was updated on sep 4, 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code 2374 and device code 2923 are being retracted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was confirmed that there was no dislocation involving the current reported devices.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf, pfs, and medical records received. In addition to what was previously reported, ppf alleges injury, metal wear and metallosis confirmed. Pfs has no new allegations. After review of medical records, the patient was revised to address painful metal on metal hip. Laboratory findings from MRI shows pseudotumor and fluid collection also with elevated ion levels. It also reported significant trunnionosis with corrosion just distal to the morse taper, pseudotumor, bloody fluid, no evidence of infection, no necrotic tissue, well fixed components. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.